Event description:
It was reported that the patient's right ventricular lead exhibited far p-wave oversensing. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not yet received.